Manufacturer narrative:
Concomitant medical products: ddbb1d1, crt-d, implanted: (B)(6) 2017; 6937a-58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed a high right ventricular capture threshold on one day which is a chronic issue. The lead remains in use. No patient complications have been reported as a result of this event.